Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r.

Event description:
During device preparation for an atrial tachycardia ablation procedure, a message was noted stating the catheter is intended for single use when the catheter was connected to ensite x. The catheter was exchanged, but the error persisted. A third catheter from different lot was used and the issue was resolved. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One tacticath sensor enabled contact force ablation catheter was received for evaluation. The investigation showed that the returned device was inadvertently programmed during manufacturing, consistent with the reported event.